Event description:
The subject device was prophylactically replace following the advisory of the fsn crm-sal-2018-001. The patient has heart rate dependent atrioventricular blocks so the physician has decided to replace the device.